Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately delivered 30j of energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including multiple defibrillation cycling, charge cycling, internal inspection and functional testing without duplicating the report. Based on the assessments performed, no device malfunction was identified and the device was found to be operating as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.